Event description:
During an atrial fibrillation ablation procedure, an effusion occurred which was thought to be in the left atrium while ablating the roof line. The patient became hypotensive and a transesophageal echo and ice confirmed fluid in the pericardium. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.